Event description:
It was reported to philips that a handswitch issue caused no x-rays on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service disconnected the handswitch, making the device temporarily operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).